Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarm triggering did not work even though threshold of oxygen saturation was exceeded. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. No additional information regarding the patient, such as gender, age, height and weight had been made available at the time the reporting decision was due.